Event description:
Patient had hardware fixation and two interbody cages placed between l4 and l5. One cage was reported to have migrated and compressed a nerve. Another surgery to replace the cage was performed. At the time of the revision, it was confirmed that the patient had a non-union (spondylolisthesis) and one of the two cages implanted had migrated. As surgical intervention on MDR is filed to document this event.

Manufacturer narrative:
Product was not returned for evaluation. Implants are believed to have been given to the patient. Patient was reported to have experienced a non-union (spondylolisthesis). Non-union is an inherent risk of the procedure and the instructions for use (IFU) supplied with the device lists non-union and implant loosening as a potential adverse outcomes. Patient was reported to have had a non-union. Non-union could have contributed to spinal instability which may have resulted in implant migration.